Manufacturer narrative:
Age at time of event: patient was (B)(6) at time of enrollment on (B)(6) 2016.

Event description:
It was reported that stent fractured. The patient was enrolled in the imperial clinical study with the patient identifier of (b)64). On (B)(6) 2016, the index procedure was performed. The target lesion was located in the right distal superficial femoral artery (sfa). The target lesion was 99% stenosed. The target lesion was 90mm long, with a proximal reference vessel diameter of 5.00mm and a distal vessel diameter of 4.00mm, and was classified as a tasc ii b lesion. The lesion was treated with pre-dilatation and placement of a 6mm x 120mm eluvia stent. Post dilatation was performed after stent placement. Following post dilatation, residual stenosis was 30%. The patient was discharged on (B)(6) 2016 with dual antiplatelet therapy (dapt). On (B)(6) 2018, the patient visited the hospital for a 24 month follow up. An x-ray was performed, which revealed a grade ii stent fracture in the mid portion of the eluvia stent.